Manufacturer narrative:
The received device had the cannula assembly deployed and returned an 0x18 empty reservoir alarm. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. A leak test found that no leaks in the fluid path. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that the patient's blood glucose (bg) values reached over 400 mg/dl. For treatment, the parent changed out the pod. The pod was worn on the arm.